Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted and active. The patient will continue to be monitored.